Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the company representative (rep) reporting that it was confirmed to be reading motor stall. The pump alarming after the magnetic resonance imaging (MRI) resolved after the company rep had to read out the pump.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient receiving unknown morphine via an implantable pump. The indications for use was non-malignant pain. It was reported that the patient had an MRI earlier today and the pump "kicked off" and was now "making a bunch of sounds." The patient stated that they were hearing a "beep beep" noise "maybe every hour." The patient stated that they went to their doctor's office but they are closed until tuesday. The patient did not have a personal therapy manager. The manufacturer's patient services specialist (pss) reviewed option to have the patient go back to the MRI facility and have them page a local manufacturer representative and request that they meet the patient to check the pump. Pss provided the phone number to the national answering service and instructions to have their healthcare provider (hcp) call. The issue was not resolved through troubleshooting.